Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 428 mg/dl. The customer stated that they gave manual injection to treat the blood glucose. The customer stated that they had to change the site due to high blood glucose. The customer stated that the high blood glucose started 270 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.